Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient exhibited signs of ischemia. The reduced flow was observed on imaging but, no intervention was done. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device has not been returned for evaluation. However, clinical details provided were sufficient to determine the root cause of the limb ischemia to be patient condition related to the small/ diseased vessels. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿